Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a definitive cause for the single leaflet device attachment in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article titled: "treatment of mitral regurgitation in patients with impaired ventricular function: impact of intracardiac electronic devices (from the german transcatheter mitral valve interventions registry)."

Event description:
This is filed to report the single leaflet device attachment (slda). This event was captured based on literature review of the article: percutaneous treatment of mitral regurgitation in patients with impaired ventricular function: impact of intracardiac electronic devices (from the german transcatheter mitral valve interventions registry), which identified mitraclip devices that may be related to single leaflet device attachment (slda). Details are listed in the attached article. No additional information was provided.